Manufacturer narrative:
No further information at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported by the hospital personnel that the event was pump therapy related as the patient needed to be anti-coagulated.

Manufacturer narrative:
Additional information: a correlation between the device and the report of hemorrhagic stroke could not be conclusively determined based on the information available to the manufacturer, an autopsy was not performed and the device was not returned. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the device. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient had support withdrawn due to a hemorrhagic stroke. During withdrawal of support, pump support was discontinued. An autopsy was not performed and the device was not explanted.